Event description:
It was reported patient underwent a comprehensive reverse total shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2015. A further revision procedure occurred on (B)(6) 2015 due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch

Event description:
It was reported patient underwent a comprehensive reverse total shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2015. A further revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a comprehensive reverse total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2015. A further revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent a comprehensive reverse total shoulder arthroplasty on (B)(6) 2015. Subsequently, patient underwent a revision procedure on an unknown date due to an unknown reason. A further revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product ID - unknown; catalog number, lot number and expiration date - unknown; (B)(4); 510k number - unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿